Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) vancomycin (1 gram every three days, duration not reported), ip cefazolin (1 gram daily, duration not reported) and oral fluconazole (200mg daily duration not reported). The patient was discharged five days after hospital admission. At the time of this report the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.